Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was alleged that the loss of prime was occurring despite changing to a different cartridge box multiple times.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed loss of prime with non-zero force. No loss of prime occurred during investigation. The force sensor was found to be out of calibration. The force sensor resistance was found to be above specifications. Unrelated to the complaint, the battery compartment was cracked.